Event description:
The user facility staff noticed the catheter was missing the radiopaque marker bands upon removal from the packaging. This device was not used in the procedure. No other information was provided.

Event description:
The user facility staff noticed the catheter was missing the radiopaque marker bands upon removal from the packaging. This device was not used in the procedure. No other information was provided.

Manufacturer narrative:
A device history record (DHR) review was performed and showed no issues or discrepancies. The device met all required specifications upon its release. The device was not returned for analysis. Without a product for analysis the issue could not be confirmed. Therefore, the cause of the event was unable to be conclusively determined. Though the exact cause of the damage was not determined, the most probable root cause is considered handling damage. Damage can be affected by numerous factors during removal from packaging, and preparation or use of the catheter.